Manufacturer narrative:
Concomitant medical product: 5092-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator system was explanted and replaced due to an infection. No further patient complications have been reported as a result of this event.